Manufacturer narrative:
No product was returned for investigation. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The cause of vessel perforation was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that after explantation of an impella cp a hematoma developed in the groin and perforation of the superficial femoral artery. A balloon tamponade was attempted several times without success. The artery was repaired surgically; two units of red blood cells were transfused and levophed was increased. The patient survived.